Event description:
Related manufacturing reference number: 2017865-2022-11250. It was reported that the patient presented to the emergency room after exhibiting unknown symptoms. Upon interrogation, it was found that the right ventricular (rv) lead exhibited loss of capture due to dislodgement. The physician decided to revise the rv lead. During the procedure, the chronic rv lead was able to removed from the header with no issues. When the physician went to plug the new lead into the header, he found it did not sit correctly in the header. When he tried to removed and reposition the lead in the header, he found the set screw was stripped. Both the pacemaker and new rv lead were removed and replaced. The patient was in stable condition.

Manufacturer narrative:
The reported evets were lead dislodgement and loss of capture. After cleaning blood/tissue from the helix and applying torque to the connector pin, the helix could be extended and retracted. The full measured helix extension length was within specification. The reported event of loss of capture was not confirmed. Electrical tests and x-ray examination did not find any indication of conductor fractures or internal shorts. Visual inspection of the lead did not find any anomalies with the exception of procedural damage.